Event description:
It was reported that there were metallic strips in the packaging of a minicap. This was observed before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified metallic strips in the packaging of the minicap. This confirmed the reported event. The cause was an issue with the blanking process of the foil pouches. To address this issue, improvements were made to the blanking process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.